Manufacturer narrative:
Methods: visual inspection, stereo microscopic inspection, and performance test on a standard sample plate results: the devices were optically assessed and stereo microscopically investigated in the lab. The stereo microscopic investigation revealed surface damage but no breakage. Further observation determined there were no indications of material or manufacturing defects discovered. The developer tested the function and there was no abnormality found. The product history device records were also reviewed based on the lot number provided and revealed no abnormalities. Assessment conclusion: the results of the investigation could not determine the root cause for malfunction. If further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted. This is one of three related mdrs. Please refer to MDR 9610905-2016-00035 and 9610905-2016-00036.

Manufacturer narrative:
This is one of three related mdrs. Please refer to MDR 9610905-2016-000035 and 9610905-2016-00036.

Event description:
After the completion of the distraction phase the surgeon attempted to remove the activation arm. During the attempted removal, the posterior left foot plate became loose form the distraction body. The left distractor was removed on (B)(6) 2016.